Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) (provider¿s name was unspecified) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 31.2 mmol/l (562 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The pod was found to be leaking insulin. Symptoms reported include hyperglycemia, ketones of 6.9, lethargy, blue lips, pale, couldn¿t hold a conversation, and didn¿t know where she was. An ambulance was called, and they had tried to activate another pod to lower blood glucose, but before they could use it to deliver insulin they arrived at the hospital, and the doctor removed it to give treatment via intravenous route. The patient was treated with intravenous insulin drip for 48 hours, unspecified ¿hydration,¿ and new pod application at the hospital. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2025.